Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that the probe cutting efficiency was poor during a procedure. The product was replaced and procedure completed with no patient harm reported. The aspiration function is unknown. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are three additional complaints associated with the lot for the reported issue. One opened probe was received with no tip protector. The sample was visually inspected and found non-conforming with a severely bent needle, the needle cracked above the stiffener and the inner cutter cracked. No functional testing or inner cutter wear evaluation could be performed due to the visual condition of the probe. The returned sample could not be functionally tested, however, the evaluation indicated that the needle was severely bent and both the needle and inner cutter were cracked. The observed visual non-conformances would have contributed to poor cutting as was reported. The exact root cause of how the probe needle became bent and cracked and the how inner cutter became cracked cannot be determined from this evaluation; however, the most likely root cause is related to handling at any point after the probe was shipped from the manufacturing site, including handling during the surgical use of the probe. No specific action with regard to this complaint was taken as the root cause for the complaint issue cannot be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).